Event description:
It was reported that the caller experienced an issue with the pump displaying an incorrect time, which was not understood by the caller. There was no adverse impact to the customer¿s blood glucose level, as no values above 500 mg/dl or below 54 mg/dl were reported. Technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the discrepancy recurred, which the caller acknowledged and understood.